Manufacturer narrative:
Zoll medical corp. Has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. The complainant alleged the device's defib output was out of specification. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.